Event description:
It was reported that on (B)(6) 2008, the atrial lead exhibited atrial fibrillation undersensing. Programming was set to vvir. On (B)(6) 2010, 96 automatic mode switch (ams) episodes were found to have occurred between the 36 month and 42 month follow-ups. The physician believed that the ams episodes were due to atrial oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.